Manufacturer narrative:
The customer reports that their org (multiple patient receiver) had failed. He stated that all patients went into signal loss. The device was returned to nihon kohden, evaluated, and the reported issue was not able to be confirmed. The unit was tested for an extended period of time on cns with a known good transmitter. It was noted that there were spikes and drops on vital signs, but no signal loss. This device has been obsoleted and replacement parts are not available. All functions were tested. The customer is aware that nihon kohden could not duplicate the reported issue, all patients went into signal loss, and customer requested we return their device. Device was shipped back to the customer on 03/18/2016. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reports that their org (multiple patient receiver) had failed. He stated that all patients went into signal loss.